Event description:
During a spinal surgical procedure the jackson ortho table lost all power and could not be controlled on battery or ac power. Biomedical tried several repair and troubleshooting procedures in order to get the table to operate. The surgical case was completed and the patient successfully transferred off of the ortho table. Disassembly of the head pedestal base assembly noted clear liquid (irrigation fluid or water)flooded and on top of the main controller printed circuit board. Biomedical disassembled, cleaned, and dried the flooded area and the circuit board. Normal table operation resumed. Table ran overnight, retested and returned to service. Biomedical informed surgical services of flooding and request that plastic sheeting be placed over the pedestal prior to the use of irrigation and liquids near table.